Event description:
Registered nurse (rn) contacted baxter's technical service center regarding an unrelated alarm. The nurse reported that the patient had been hospitalized for peritonitis. She stated that the peritonitis was not related to therapy on the homechoice. The patient had dropped her minicap when trying to replace it, and the transfer set had rubbed against her abdomen and remained uncapped for an extended period of time. The patient contacted her regular clinic, and they advised her to cap the closer transfer set with a new minicap, then wait 15 minutes and switch to another new minicap. The center then advised the patient that she could continue therapy as usual. The patient developed peritonitis and pancreatitis the following day. The type of peritonitis is unknown. She was hospitalized for 7 days and will continue antibiotic therapy for 14 days, of which they had 7-8 days remaining. The acute nurse was concerned as to why the regular clinic advised the patient to do these things instead of coming in, having her transfer set replaced immediately, and receiving antibiotics so that she would not have gotten the infection. Retraining has been given to the patient. The patient was feeling better, but still recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). No issues detected during the manufacturing of gd889493 and gd891093. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The complaint is a result of use error and is therefore confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.